Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified procedure, the microraptor pk anchor's retrieval mechanism did not work after being implanted. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the torque knob fully actuated and stuck in position. No anchor or suture was returned. A functional evaluation could not be performed on the returned device due to the damaged condition in which the device was received. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.